Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. While performing an imaging system check-out, the medtronic representative, confirmed the pendant displayed `a message¿. Through troubleshooting, the issue was determined to be the open door switch due to door mechanical alignment. Adjustments were made resolving the issue. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 FDA (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of MDR's filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system displayed a message error 'door open' despite the gantry being in the closed position. Prior to this issue the or doors inadvertently shut on the gantry while in the open position. In trouble-shooting, the imaging system the medtronic representative made three attempts to open, re-close the door manually, restart the imaging system application and restart the image acquisition system and mobile view station without resolution. The door was completely opened and the door switch inspected which appeared to be functional. The surgeon discontinued use of the imaging system. The surgery was successfully, completed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.